Manufacturer narrative:
The pump was received with a completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads and cracked case at display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 109 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the reservoir compartment and the threading inside of the reservoir compartment is damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.